Event description:
On (B)(4) 2021, senseonics was made aware of an event where user experienced false hyperglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The complaint was investigated, and the customer's reported inaccuracy could not be confirmed. It was noticed that the system was working within expectations. No further investigation is required. User wasn't symptomatic, did not require any medical assistance and did not have to self treat. Per case notes of the associated sensor inaccuracies complaint (B)(4), there is a good agreement between the sensor and blood glucose values. Per data management system (dms), user is currently using the system with up to date information.